Event description:
Power source alert was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.